Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an issue with the depth markers of a catheter is confirmed and was determined to be manufacturing related. One 6 fr dual lumen powerpicc kit was returned for evaluation. An initial visual observation showed the kit was returned open and contained all components. The catheter within the kit was found to be missing the 46 cm and 47 cm depth markers and the 44 cm, 45 cm, and 48 cm depth markers were observed to be only partial. No usage residue was observed on the kit or on any of its components. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that the scale mark error on the catheter. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reet3088 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the scale mark error on the catheter. No other information was provided.